Event description:
It was reported that during a lap sacro-colpoplexy procedure, the device stapled but would not cut. They used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 1/2 partially fired tr45w cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be damaged. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.